Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. When this is complete, the results of the eval will be subject matter of the follow-up report.

Event description:
Our affiliate is reporting that during a procedure, a portion of the distal tip of a vapr suction electrode broke off into the pt's joint space. The fragment was retrieved from the body and the procedure was completed successfully without further issue or harm to the pt.